Event description:
The hospital reported that during an endoscopic vein harvesting procedure, they were prepping for the case, had done the dissection, and while they were waiting to begin, the vasoview hemopro 2 open jaws, while sitting on the table, started smoking. The pa picked it up to look at it, and it burst into flames. A new kit was used to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation: a visual inspection revealed that the tool was received inside the cannula. The cold jaw silicone had melted and cracked and the silicone on the hot boot had completely melted. The heater was bent somewhat. The shaft tip had cracked and melted back. There was no evidence of blood. Based upon this observation of the silicone jaw boots melted, the reported complaint for "jaws smoking and burst into flames" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed tot his failure mode. Internal file number - (B)(4).